Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance with changing her set. Customer has tried a couple of time this morning but it didn't work. Customer stated that she had to change the set yesterday but it didn't work because her blood glucose was 400 mg/dl. Customer stated that this morning she forgot to remove the plastic cover off the needle, so the set didn't go in. Customer was able to get another set it but she is running out of insulin and needs to change it again. In another call, customer's last blood glucose was 193 mg/dl. Customer called to follow-up. Customer's bolus wizard settings were reviewed and found to be correct in another call. Customer's blood glucose was 210 mg/dl at the time.